Manufacturer narrative:
Thermi250 was not evaluated by spinesmith holdings,llc in (B)(6) 2020, as the complaint was deemed a non adverse event and not reported. Assumption was that the user was re-using the grounding pad, however there is not enough information obtained to verify that. Spinesmith is attempting to make contact for more information on the device and what procedures are being performed.

Event description:
Account notified via email on 02/13/2020, that one of their patients had a problem with the thermi250 system. On (B)(6) 2020 the patient was burned during a thermismooth treatment. Grounding pad fit and cables were ok. Account is wanting to know is it possible to get a new grounding pad for this system. No additional details were obtained, however the request for an additional grounding pad (single) points to the possibility that the pad was reused. Grounding pads are single use. This is just an assumption as there was no additional details obtained. Additional follow up via email occured on 01/07/2021, 06/10/2021, 07/13/2021, by new spinesmith quality management. Attempts were made to the account in order to reach a account contact. On (B)(6) 2021 customer responded that the case can be closed with no further comments. Case was closed on 07/14/2021. During 2023 FDA audit, inspector indicated that the complaint required re-assessment for adverse event reporting. Case was re-opened on (B)(6) 2023. Follow up was attempted on 08/08/2023 and 08/10/23 via phone call. Voicemail was left each time. Follow up email sent 08/18/23. Response received on 08/22/23 indicating that the contact was no longer with the office. Responder did mention that they buy grounding pads and perform the thermiva procedure and their customers are very satisfied. Customer did not mention thermismooth procedures. Spinesmith quality manager awaiting response from request for more information on the status of the thermismooth procedure email sent on (B)(6) 2023.